Event description:
The facility's biomedical engineer reported an infusion pump with a 550 failure code. The failure occurred during routine maintenance by the facility's biomed. The biomedical engineer reports that there was no patient injury or medical intervention caused by this pump.